Event description:
The meter power's off during use. The pt felt lightheaded at the time of testing. She was unable to obtain a reading on the meter since it powered off during use. The pt went to the hospital and was treated with insulin. There is no information on what the reading was on the physician's meter. No further clinical information was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident, how long the meter was not working and the reading on the physician's meter. The battery was replaced less than a year age and the pt was unable/unwilling to verify the condition of the battery contacts. The meter did not power on by pressing the power button. The pt threw the subject meter away. Customer care agent (cca) sent of the pt a replacement meter. The complaint is being reported as an adverse event, since the pt tried to test and was unable to test on his meter and was treated with insulin.